Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose was 63 mg/dl and their doctor gave them glucose tablets and soda to bring it up. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack on the top of the battery compartment. Customer believes it occurred as a result of tightening the battery cap too tight. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.